Event description:
This system was removed because the rv lead had noise and oversensing which caused 9 inappropriate shocks. This system was not replaced with a biotronik system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 31 months and 30 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the charging of 16 defibrillation shocks, 9 of which resulted in shock deliveries as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.